Event description:
Clinical study: it was reported that 696 days after a coronary drug eluting stenting treatment procedure, the patient had a stent thrombosis (st). The index procedure treated a 3.0x14mm, 70% stenosed lesion in the mid left anterior descending artery (mid lad) with placement of a taxus express2 3.0x20mm drug eluting stent. The target lesion in the mid lad was bifurcated with the 2nd diagonal branch. Both side branch and main vessel are predilated prior to the stenting procedure. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. During the 2-year follow-up, the site learned that the patient had an st 696 days post index procedure which was confirmed by angiography. The event was resolved on the same day with no action taken. The physician assessed the device relationship as probable.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.